Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient in her 80's, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full ECG functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed intermittent ECG signal, however, it does not necessarily indicate a device malfunction. Communication with the customer indicated non-zoll dry electrodes were used during the event, which can take time to properly adhere to the patient's skin and properly record a signal. A zoll field representative went onsite and consulted with the customer on using zoll liquid electrodes that would obtain better adherence to the patient's skin than using non hermetically sealed dry gel electrodes. The zoll rep confirmed using the zoll CPR stat padz with the customer with no issues. No trend is associated with reports of this type.